Event description:
The user facility reported that the patient was positioned, the tourniquet cuff was inflated and then ruptured during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the patient was positioned, the tourniquet cuff was inflated and then ruptured during a procedure. There was no delay, no medical intervention, and no adverse consequences.